Event description:
It was reported that during initial shoulder surgery, the impactor fractured during glenosphere impaction. The implant was already inserted and seated. The surgeon retrieved the broken pieces and impacted the implant again with a secondary impactor. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed annex g code: mechanical (g04) - impactor. The reported event is confirmed as the impactor was returned with a fractured tip. Visual examination of the returned product identified that the black impactor tip is broken into two (2) pieces with no signs of other damage except for dents and dings on the strike plate. The device was submitted for further analysis. Sem analysis determined fracture surface artifacts of hackle marks and river lines, suggesting the overload failure mode. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.